Event description:
The operating room manager, reported the following event to the sales rep: "during a surgery, once the nail was in place, the surgeon extracted the teflon tube and they observed that the device was cracked and fragments could not be removed from the medullary canal of the pt."

Manufacturer narrative:
Once the investigation has been completed, any add'l info will be reported in a supplemental report.